Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint for reportable malfunction was confirmed. Based on the results of the investigation, it is likely the reportable malfunction occurred due to damage by strong mechanical stress occurring from regular use, for example by kinking the cable, winding it in a radius that is too small or by pulling on the cable instead of the plug. This may cause individual or all wires in the cable to break, which may result in the described error pattern. The following is included in the instructions for use (IFU): the service life of the cable is limited to 12 months. After this time, the cable should no longer be used. Olympus will continue to monitor field performance for this device.

Event description:
The procedure was completed using a similar device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during a hysteroscopic endometrial polypectomy using the generator for tissue cutting, the device triggered an alarm. After testing, the engineer found sparks on the normal saline cable at the connection joint, which severely burned the engineer's hands. It was determined that the cable was faulty, and a new normal saline cable was obtained to continue the surgery. After inspecting the faulty cable, it was found that the internal circuit at the joint was burnt out. It was further clarified that the engineer sustained first-degree burns and recovered without treatment. There was no evidence that a life-threatening event occurred, that the patient/user developed permanent impairment or damage, or that additional medical or surgical intervention was required to preclude permanent impairment.